Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the non-cordis vascular sheath introducer and device were pulled back completely after indicator wire deployment. The exoseal vcd and the non-cordis vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The intended procedure was interventional using a retrograde approach. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The exoseal was prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have greater than 50% stenosis at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not have the thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies reported. The physician achieved certification on the use of the exoseal vcd and used the device approximately 10 times per month prior to this procedure. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, two kinked/bent sections were observed, located at 13.2 cm and 14.2 cm from the distal end. Dimensional analysis was conducted on a portion of the delivery shaft near the kinked/bent areas to verify the outer diameter (od). The results of the dimensional analysis were found to be within specification. The functional deployment simulation evaluation could not be performed because the device was received in fully deployed condition. A high magnification evaluation was executed to assess the internal mechanism and the delivery shaft. During this analysis, no abnormal conditions were observed in the internal mechanism; however, the presence of kinked/bent sections on the delivery shaft, previously noted during the visual analysis, was confirmed under microscopic observation. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window was received in full transition and the device was fully deployed. Additionally, two kink/bent sections were observed on the delivery shaft. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in red/black/white. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color when the non-cordis vascular sheath introducer and device were pulled back completely after indicator wire deployment. The exoseal vcd and the non-cordis vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The intended procedure was interventional using a retrograde approach. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The exoseal was prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have greater than 50% stenosis at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not have the thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies reported. The physician achieved certification on the use of the exoseal vcd and used the device approximately 10 times per month prior to this procedure. The device was returned for evaluation.